Manufacturer narrative:
This is the same event as 3010536692-2016-00572. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following mom complications: chronic pain and elevated cobalt and chromium levels; metal debris. (Left).